Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cerebral perfusion monitoring in adult patients following cardiac surgery, two patients had atypical cerebral oximetry monitoring trends intraoperatively and postoperatively. It was stated in one patient, the cerebral oximetry monitor detected only left sided rso2 values. Accordingly, for the second patient, abnormally low values were transmitted consistently despite trouble shooting of the system and application of new sensors. It was reported that three patients required new monitoring pads to be applied because the previous sensors stopped transmitting postoperatively. The customer reported that there was no patient outcome.

Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.